Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump intermittently stopped functioning as intended. Customer indicated issues occurs while working in mines due to pressure experienced. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, a response from the customer was not received.